Event description:
The customer reported the system displays a bad iris pot. No pt injury was reported.

Manufacturer narrative:
The ge service rep repaired the collimator as needed. He verified system operates as intended.